Event description:
During a routine shift check by a clinician, the device displayed "defib disable", pacer disabled", "defib fault 80" and "defib fault 72" messages. Complainant indicated that there was no pt involvement in the reported malfunction.